Event description:
The patient's ICD reached early replacement indicator (eri) one month ago. There should be a three month period of reliable device function during which elective generator replacement can be scheduled. However, his ICD abruptly went to end of life within less than one month of reaching eri. This patient was fortunate in that he had remote monitoring of his ICD, and that the monitoring worked to alert us that his ICD had reached end of service (eos). He had received appropriate therapies from his device previously, i.e. Now secondary prevention. If he had not been monitored at home there would have been a period of time during which he was not protected by the ICD. The patient's outcome was satisfactory.====================== health professional's impression======================the patient had been scheduled for elective ICD generator replacement. However, remote monitoring detected an abrupt prolongation in capacitor charge-time, indicating end of service behavior. The patient was emergently admitted for generator replacement.